Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details about the "lost" specimen? Has this been retrieved? Or was this left in situ? What is the patient's current condition? Did the event lead to any patient harm?

Event description:
It was reported that during an appendectomy, gangrenous appendix being removed, bag ruptured, and specimen lost. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you please provide more details about the "lost" specimen? Has this been retrieved? Or was this left in situ? No, the specimen was lost outside when the bag ruptured, it was then discarded. What is the patient's current condition? Did the event lead to any patient harm? No patient harm reported to jjm rep, have tried to follow up the different channels as communicated to ps previously but no one could give any confirmation/further details.